Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during pumping. The customer reverted to an alternate method of insulin therapy. Additionally, the customer reported high blood glucose (bg) level of 600mg/dl. Customer administered a manual injection to address high bg. Customer received 3rd part assistance from grandmother.

Manufacturer narrative:
H3, remove h10 h3, remove h10.